Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2016. The patient was readmitted on (B)(6) 2016. On (B)(6) 2016, the patient underwent removal of mesh due to infection and sepsis. Additional information has been requested.